Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus technician visited the customer site. During device evaluation, the reported issue (no image) was confirmed, and the device was repaired on site by replacing the circuit board and the connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issue (no image) occurred due to print board failure and defective connector. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus technician reported on behalf of the customer that the subject device was not displaying an image with 180 endoscopes. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event.